Event description:
The dealer reported that the user reported the unit blew up and shroud busted off and the sieve dust went everywhere under the unit. The reporter stated no injury occurred during the incident.

Manufacturer narrative:
This incident is being reported to the FDA in an abundance of caution. Based on available information the device experienced an over-pressurization event of the product tank, an overheating event, or a possible precursor to such events. The underlying cause of the issue is unconfirmed. However, this failure mode resembles that which has been previously identified and investigated. Components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This issue also resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. The device is awaiting return, and if additional information becomes available this record will be updated and supplemental medwatch will be filed. The device is over 3 years old which is past its 3-year service life.